Event description:
The customer reported that a baby died after being monitored by a philips device.

Manufacturer narrative:
(B)(4). The customer reported that a baby death occurred after being monitored by a philips device. This is being reported only because a philips device was in use on a baby who died. Based on the current, available information, the maternal heart rate (mhr) increased and coincided with the fetal heart rate (fhr), however, the fetal monitor showed/printed question marks. According to the statement from the head physician, the question marks were either ignored or not correctly interpreted due to human error. The baby suffocated during the birth. There is no indication of any malfunction of the (B)(6) avalon fm30. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.